Manufacturer narrative:
The following information previously reported was identified through the interrogation of the pump upon return to the manufacturer. ¿the print report showed that a motor stall occurred on (B)(6) 2015 at 08:33 and recovered on the same day at 09:08. It also showed a motor stall occurred on (B)(6) 2015 at 12:38 and recovered at 13:33 on the same day.¿ (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). The pump was returned and analysis found no significant anomalies. Analysis found o-ring wear.

Event description:
The patient reported through the manufacturing representative that there was a trend in excess drug volume at refills. The print report showed that a motor stall occurred on (B)(6) 2015 at 08:33 and recovered on the same day at 09:08. It also showed a motor stall occurred on (B)(6) 2015 at 12:38 and recovered at 13:33 on the same day. They also experienced an increase in pain. A dye study was performed and determined it was normal. The pump was replaced. It was unknown if the issue had resolved at the time of this report. The patient's status at the time of this report was alive - no injury. The cause of the volume discrepancies was unknown. The system was delivering morphine at a concentration of 20 mg/ml and a dose of 11.698. Bupivacaine was being delivered at a concentration of 5 mg/ml and a dose of 2.9245. The lot numbers were unknown. The indication for use was non-malignant pain.